Manufacturer narrative:
Initial and final MDR 1918415- MDR 3003442380-2024- 15319- device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , it was reported that patient faced six event of infusion set fell off during use. The infusion set had been in use for hours of insertion for all events. Patient's blood glucose was noticed at time issue 100 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.